Manufacturer narrative:
The scanner timed out during the scan, delay in the patient procedure; caused by the reconstruction computer. Replacing the reconstruction computer and installing the latest software corrected the issue. No harm to patient or users. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The scanner timed out during the scan, delay in the patient procedure.